Event description:
It was reported that during a cardiac procedure, the pt sufferred an acute mi due to an abrupt closure of the left main artery. The stent had been implanted in the distal circumflex while efforts to hemodynamically stabilize the pt were taking place. Resuscitation was unsuccessful and the pt died. The physician stated that there was no indication that the pt's death was related to equipment malfunction. The devices were reported because there was a pt death. The physician did not believe that the pt's outcome was device related.